Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation it was observed that piece of the lens had broken off. The healthcare professional assessed that the lens haptics were intact and that the lens was stable within the capsular bag and left the lens in situ. There is no harm or impact to the patient as a result of this event. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Our review of production records for the rayone emv rao200e batch 053216198 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 053216198. Without the ability to examine the device and with the limited evidence and information available it is not possible to establish the cause of the damage to the lens post injection.

Event description:
On 16th february 2024, rayner received notification from its brazilian affiliate company of an event that occurred during use of a rayone emv rao200e. The event description provided states that the lens was implanted and immediately following implantation it was observed that a piece of the lens had broken off.